Manufacturer narrative:
(B)(4). Batch # t9248t. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number t9248t, and no non-conformances were identified.

Event description:
It was reported during a laparoscopic cholecystectomy the clips were scissoring. One of the clips scissored across a vessel. A second like device was pulled and used to clip and secure the vessel. The second device also started scissoring clips. The procedure was completed with a third like device with no patient consequences reported.